Manufacturer narrative:
Image analysis image shows the visi-pro 7x57 packaging, the lot number and details on the packaging image shows one stent implanted in the left iliac artery landing distal to the stenotic lesion. Image shows a second stent implanted in the left proximal common iliac covering the stenotic lesion with an overlap of the first stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the delivery of a visi pro balloon expandable stent to the lesion in the proximal left iliac artery, stent dislodgement occurred. Resistance was encountered when advancing the device. The lesion was characterized by plaque with a 90-100% stenosis, little tortuosity, and moderate calcification. The dislodged stent was inflated and kept below the stenotic area, and another visi pro 7x37 stent was used to complete the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the dislodged stent was not deployed in the target area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.